Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one winding former with a suture and one detached needle stuck with tape in the paper lid were received for analysis. Product code mcp213h. During examination, a short insertion length was observed at the suture end, and no remnant was found within the needle barrel hole. Visual inspection determined that the needle and suture were detached due to the suture insertion did not meet the specified acceptance criteria. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through eth quality system. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4), device property of none, device in possession of none. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: did the reported issue contribute to any patient adverse consequences? [Ans: no] could you please provide the lot number? [Ans: 107s5a] when will the product return for investigation? [Ans: early next week]

Event description:
It was reported an animal underwent an unknown veterinary procedure on (B)(6) 2026 and suture was used. During the procedure, in a vet clinic, after minor surgery, nurse opened a pack of mcp213h, when the package is opened, the needle was found detach from the suture. No adverse patient consequences were reported. Additional information was requested.